Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, with one clip in the jaws; the clip was removed in order to measure the jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and ejected the remaining clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clips were malformed when firing on the cystic duct. It is not known how many clips were fired or if they were in the nose of the device. It is not known if any clips or staples were present in the area. The device was fired by the surgeon. He used the device to complete the procedure with no other issues other than the one clip. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.